Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high impedance and there was a possible lead fracture. It was noted that the rv impedance jumped from 600 to 1488ohms, and is steady now with no more spikes. The physician is bringing in the patient to talk about options. The lead remains in use. No patient complications have been reported as a result of this event.